Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a mesh was implanted and on (B)(6) 2012 when meshes were implanted into the patient. (Cook surguisis was implanted in (B)(6) 2010) it is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6)2010 due to mesh exposure. It was reported that patient underwent mesh revision on (B)(6) 2010 due to mesh exposure and pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.